Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
On (B)(6) 2016 received explanted lead from st. Jude medical. No explant information provided. Unable to obtain lead serial number from lead due to scar tissue and damage to the lead. Unable to identify the patient in order to send investigational letters without the serial number and lack of explant information available. Investigation closed.